Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that unexpected battery power loss, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6)2021 the pump has low battery life. Pump passed displacement test, self test and active current measurement. Pump successfully downloaded to thump. Pump received with high sleep current due to moisture damage to the pcb2 board. Pump trace download analysis confirmed the pump alarmed low battery alert on (B)(6) 2021 14:24:00.000 and replace battery now alarm on (B)(6)2021 19:29:00.000. The power management graph confirmed low battery alert and replace battery now alarm was triggered due to moisture damage to the pcb2 board. Verified cause of low battery alert, replace battery now alarm and high sleep current using a test pcb2 board. Found moisture damage to pcb1 board and pcb2 board during visual inspection. No moisture damage noted to motor assembly during visual inspection. The following were noted during visual inspection: the following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. Confirmed high sleep current, low battery alert and replace battery now alarm was due to moisture damage to the pcb2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.